Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was black displaying a "boot failure" message, and navigation to any subsequent options was not possible. The station was offline in remote support service. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station experienced a boot failure with a black screen and remote support services (rss) offline due to an application crash and disk boot errors. A field service engineer performed a hard reboot, but the application failed to load and displayed an object reference error before closing and showing disk errors. The issue was escalated to csc, where disk space could not be cleared remotely and a reimage to windows 10 es version 1.6.1 was recommended pending approval. Database repair attempts were unsuccessful, so the system was restored by cloning the ssd from or1, reconfiguring all settings, resetting atles keys, reinstalling rss, deleting and resynchronizing the database, which required two attempts due to an interrupted sync and account lockout. After completion, customer testing confirmed normal operation with no issues. The system functioned as intended after the field service engineer repaired the device.